Event description:
It was reported that the customer ¿miscalculated and overcorrected¿ both with a bolus via the pump and a manual insulin injection to manage their diabetes, resulting in the customer's blood glucose (bg) level decreasing to 40 mg/dl. Customer attempted to address the low bg by consuming carbohydrates, but on (B)(6) the customer went to the emergency room and was subsequently admitted to the intensive care unit for their low bg. Customer was treated with intravenous fluids of saline, insulin, d-50, magnesium, and potassium. Customer was also intubated due to having difficulty breathing. Customer was released on (B)(6) 2022.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.